Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: outflow graft.specific component(s) involved: outflow graft malfunction/malposition additional text: outflow bend.relief partially disrupted from pump by xray other component:causative or contributing factor: no specific contributing cause identified.